Event description:
Caller reported that a malfunction occurred on pump, identified as malfunction code "malf 0", with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.